Event description:
The user facility reported that a 69-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced high purge pressure on the 10th day of support. Heparin or sodium bicarbonate were removed at the time of the high purge pressure. Once added back into the system the high purge pressure resolved. No alarms sounded. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported high purge pressure was completed. The pump and data stick were returned for evaluation. Functional testing of the pump passed. Analysis of the data logs confirmed the high purge pressure and the removal of heparin/bicarb from the purge prior to the increase in purge pressure. The root cause of the high purge pressure was most likely biomaterial buildup as it was resolved by adding bicarb/heparin back into the purge solution. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.